Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a crack and leak at the connection site while infusing IV dilaudid on a syringe pump. The user flushed the tubing and the flush leaked out of the crack. There was no report of patient harm. The event occurred sometime in (B)(6).

Manufacturer narrative:
The customer provided a picture of the extension set. However; a crack could not be observed per picture provided by the customer. The root cause of this failure was not identified.